Event description:
During a tjf40 ace-treatment procedure on a (B)(4) female pt. The cytoscope was in the pt's bladder and the cook injection needle was in the cytoscope working channel, deflux was injected and when the user removed the injection needle, it was found that the needle was broken. During rinsing of the cytoscope, the broken tip portion of the needle was found in the working channel. The pt did not require any add'l procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event is still under investigation at this time.

Manufacturer narrative:
During investigation of this event, a dimensional verification, review of the complaint history, drawing, quality control (qc) and a visual inspection of the returned used device was conducted. The visual examination revealed the distal tip of the catheter had been severed approximately 1.5cm from the distal catheter/needle glue bond. In addition, there were two circumferential cut or pinch marks located 7.4 and 7.8cm from the severed tip. Both the distal sever and the two cut marks seemed to be made by an instrument of unknown origin the product is inspected per quality control personnel, verifying 100% that the device is free of debris, discoloration and burrs. Per the information provided and the results of our investigation, the root cause of the damage reported was due to the unknown instrument the appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment (qera), no further risk reduction is required.

Event description:
During a tjf40 ace-treatment procedure on a (b)64) female pt, the cystoscope was in the pt's bladder and the cook injection needle was in the cystoscope working channel. Deflux was injected and when the user removed the injection needle, it was found that the needle was broken. During rinsing of the cystoscope, the broken tip portion of the needle was found in the working channel. The pt did not require any add'l procedures nor experience any adverse effects due to this occurrence.